Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint cc#4548600

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2017 and received an unsuccessful cavity integrity assessment (cia) test. The physician used a second disposable device and upon seating the electrode array the physician perforated the patient's uterus. No intervention was required and the patient was discharged home.